Event description:
Updated summary: the customer reported diabetic ketoacidosis treated by hospitalization. The customer was hospitalized for three days, discontinued the use of the insulin pump and treated with an IV insulin drip (intravenous insulin infusion) for hyperglycemia.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (removed health effect - clinical code 1905 and it's related health effect - impact code 4614. Also, added health effect - clinical code 2364 and it's related health effect - impact code 4607) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow blocked alarm. The customer also reported a loss of communication between insulin pump and transmitter. Blood glucose value at the time of event was 809 mg/dl. The customer visited the emergency room for the treatment of hyperglycemia and was hospitalized for three days, discontinued the use of the insulin pump and treated with an IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-7040a, mmt-442ak, mmt-342. Troubleshooting was declined by the customer for high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was not performed for the insulin flow blocked alarm as it was resolved in the past. Troubleshooting was declined by the customer for loss of communication. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-442ak. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.